Manufacturer narrative:
Multiple sids were provided representing the same patient. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer identified falsely elevated architect b-hcg results for one patient. The following information was provided: sid (B)(6) initial result 1740.75miu/ml, retested as sid (B)(6) <1.2 miu/ml. The customer believes the <1.2 miu/ml result to be correct.

Manufacturer narrative:
A complaint investigation was performed for architect total -hcg reagent lot 22493ui03. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. Accuracy testing was completed using panels which mimic patient samples using an in-house retained kit stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect total -hcg reagent lot 22493ui03 was identified.